Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 23 to 29 mg/dl at the time of the incident. The customer was given glucagon shots to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. The customer reported a blank pump display, partial display, and a hard to read display. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.